Event description:
Patient's meter would read clean test area. Patient was unable to get a blood glucose reading. Patient did not experience any symptoms. Patient had been cleaning the meter with control solution. Customer service was unable to resolve the issue and sent patient a new meter.